Event description:
It was reported that bubbles were coming from the needle shaft. An icerod cx 90 degree needle/vl was selected for use in a cryoablation procedure for renal cell carcinoma. Prior to the procedure, bubbles were observed coming from the middle of the needle shaft, during the needle test. No damage was observed. The needle was discarded and exchanged with another of the same model. The procedure was completed successfully. No patient complications occurred.